Event description:
It was reported that the plastic part of the infusion site disconnected from the adhesive on the body and detached, resulting in the patient not receiving insulin and reaching a blood glucose level of 400. A shot of insulin was administered to bring the elevated glucose level.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.